Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible blood leaking. Sheath had a non-bsc catheter inserted during post map and noticed that there was a significant amount of blood leaking out of the proximal portion of the sheath. The case was finished successfully with the defective device since it was just during post ablation map. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were observed on the sheath. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This defect can compromise the valves ability to seal pressure and fluid within the sheath. The complaint was confirmed through analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible blood leaking. Sheath had a non-bsc catheter inserted during post map and noticed that there was a significant amount of blood leaking out of the proximal portion of the sheath. The case was finished successfully with the defective device since it was just during post ablation map. No patient complications occurred. The device has been returned.